Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that after pocket closure, a fluoroscopy was performed to ensure proper placement of the implanted leads. It was observed that the helix of the right atrial (ra) lead had self-retracted, causing the lead to dislodge. The pocket was subsequently re-opened, the lead was readjusted, and the helix mechanism was re-extended. The lead remains implanted and in service, with no reported adverse effects on the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that after pocket closure, a fluoroscopy was performed to ensure proper placement of the implanted leads. It was observed that the helix of the right atrial (ra) lead had self-retracted, causing the lead to dislodge. The pocket was subsequently re-opened, the lead was readjusted, and the helix mechanism was re-extended. The lead remains implanted and in service, with no reported adverse effects on the patient. Additional information: this supplemental report is being issued due to an update/correction documented in section h6; device codes, row 1.